Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic presented in the clinic for a regular follow- up, externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted. Patient will continue with routine follow-ups.